Event description:
It was reported that when the nurse started to remove the catheter from the pt, she felt resistance. She positioned the pt in the fetal position, and still met resistance. She pulled harder, and the catheter separated, with 5cm remaining in the pt. The separated portion was removed surgically, without complication. The nurse didn't follow hosp protocol, since she didn't call a physician when difficulty was encountered, as is required by the protocol.